Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during the lead revision surgery on (B)(6) 2017, (reference MFR. Report# 1627487-2017-06141) the patient¿s ipg lost communication with the external devices and was deemed inoperable. As a result, scs ipg was explanted and replaced with new model and effective therapy was restored.